Event description:
It was reported via repair work order that the scale was inaccurate due to a malfunctioned load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the scale was inaccurate due to a malfunctioned load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined this is a duplicate of medwatch 0001831750-2013-05580.